Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device was returned and evaluated by product analysis on 10/25/2014 with the following findings: review of the pump¿s black box revealed multiple related alarms. The pump alarmed during the rewind step of the prime sequence. Moisture was observed on the pump¿s motor flex cable connector. Unrelated to the complaint, the display screen was dim and discolored. Moisture was observed behind the display lens. Leak testing revealed a leak at the display lens/case seal. A battery compartment crack was observed. A battery cap was not returned with the pump; a test cap was able to properly secure to the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.